Event description:
Alleged the brake will not hold on the bed.

Manufacturer narrative:
Hill-rom will perform mod 424 to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed.